Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation finding of stent material deformation. Block h11: an advanix pancreatic stent and its delivery system was returned for analysis. Visual examination of the returned device revealed that the stent was kinked and damaged. Product analysis confirmed the reported event of stent failure to deploy. The investigation determined that the reported event and the observed stent damage were most likely attributable to procedural factors, including device handling and the physician technique, such as the amount of force applied during use. These factors likely contributed to the stent becoming kinked and damaged, which may have made deployment difficult or impossible. Therefore, a review and analysis of all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the main pancreatic duct to treat a pancreatic cancer during a stent placement procedure performed on (B)(6) 2025. During the procedure, that device release was attempted at the intended site, but the inner tube could not be withdrawn. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent was kinked and damaged. Please see block h11 for full investigation details.